Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
Since no material was returned and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified.

Event description:
On (B)(6) 2013, patient reported an infusion set leaked insulin near the cannula in 2008. He noticed the leak when he smelled insulin and saw his clothes were wet. He did hear an audible click when the infusion tube was connected to the headset. The alleged product was discarded and will not be returned for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.